Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic radical lung cancer procedure, the reload was correctly installed and was prepared to be fired. It was found that the green reload was stuck and could not be fired. Another green reload was replaced but the situation was still the same. The device was replaced with a new one to complete the procedure. It was noted that the surgeon was not able to squeeze the handle but was able to press the green button. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.